Manufacturer narrative:
Concomitant product: product ID: d314trg, ICD, implanted: (B)(6) 2012. This device was included in that field action. Based on the information received and without the return of the product, it could not be determined whether this product performed as described in the field action.

Event description:
It was reported that the patient's left ventricular (lv) lead and right ventricular (rv) lead had high thresholds. The lv lead was capped and replaced. The right ventricular (rv) lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.